Event description:
It was reported to boston scientific corporation that a hedgehog brush was used for scope cleaning on an unknown date. While cleaning the scope's channel, a piece of plastic detached from the brush there was no patient involvement.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h2 (additional information): block b5 have been updated based on the additional information received on july 16, 2024. Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h11: additional information received on july 16, 2024, added the information in the complaint tab.

Event description:
It was reported to boston scientific corporation that a hedgehog brush was used for scope cleaning on an unknown date. While cleaning the scope's channel, a piece of plastic detached from the brush. There was no patient involvement. Additional information received on july 16, 2024: the hedgehog brush was used during a post procedure of colonoscopy and the scope cleaning was completed using different device.